Event description:
It was reported that the atrial sensitivity reading was outside of acceptable range. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis was unable to confirm the customer comment that the atrial sensitivity was outside of the acceptable range. Analysis did find that the upper and lower case, ring cover and the battery drawer were broken. (B)(4).

Event description:
It was reported that the atrial sensitivity reading was outside of acceptable range. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that the atrial sensitivity reading was outside of acceptable range. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
(B)(4) - the generator was returned and analysis was unable to confirm the customer comment that the atrial sensitivity was outside of the acceptable range. Analysis did find that the upper and lower case, ring cover and the battery drawer were broken.